Manufacturer narrative:
Per the clinic, the infection was not device related. It was noted at the explant that the device had extruded (no details provided as to what had extruded and to where). This report is submitted on may 1, 2020.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 15 april 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to infection at implant site. The patient was re-implanted with another manufacturer's device.